Event description:
It was reported that terumo 50ml syringes (not compatible with alaris syringe/pca modules) "are being recognized as 60ml syringes." The customer noted that the "60ml terumo displayed as soon as the 50ml was loaded into the pump" and the user selected the 60ml terumo option and pressed "confirm". The customer stated that since "pumps are not recognizing the 50ml terumo syringes, instead putting to 60ml only, therefore our volumes and dose will be incorrect." However, the customer reported that "this occurred during testing" and the hospital has not yet rolled out terumo 50ml. This was biomed's performing testing prior to hospital rollout of 50ml terumo syringes." There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.